Event description:
This is being filed to report unintended movement of the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and straddled correctly and positioning was confirmed with blue to blue line alignment. The physician then applied the 'm' knob and the clip was noted to move in the opposite direction than intended. The cds was removed and replaced with another cds. The procedure continued with implantation of one mitraclip and mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement associated with the sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported sleeve steering issues cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Na.